Manufacturer narrative:
This type of report will continue to be monitored through monthly trend analysis to establish the need for further investigation.

Event description:
A customer reported a blood leak in a ct190g dialyzer that was noted during the middle of treatment. A hemastix confirmed the blood leak. Treatment was continued after the leak was noted with new disposables. The estimated blood loss for the pt was approx 104-106cc. There was no pt injury or medical intervention associated with this incident. The facility reuses dialyzers and uses the renatron with renalin reuse system. The reuse system was calibrated in october. The ro water source psi going into the reuse system is 10-13 for the ultrafiltration and 15 for the rinse station. The dialyzers are pre-rinsed before placing on the reuse device and the psi is 15 on this water source. The reuse number for this dialyzer was 4. The clinicians at the facility use a test strip to test the dialysate for renalin prior to using the dialyzer for therapy. Leakage shown to be located in the test strip zone is likely fiber damage caused by improper test strip insertion. Studies have confirmed this type of damage for other complaints via visual/leak testing as well as magnified visual examination. These studies concluded this type of fiber damage is consistent with a foreign object, such as a test strip, being inserted through the dialysate port. The sample was not available for this reported blood leak, however, samples evaluated for blood leaks from the same facility have confirmed the leaks located within the test strip zone. The reporter from the facility stated he would speak to the staff regarding the use of test strips and the appropriate procedure would be to pour the dialysate out and use the test strip outside of the dialysate port.